Event description:
Ra pt experienced difficulties with central line resulting in replacement of the line between treatments 1 & 2. Continued with pain in neck and jaw area, tenderness and edema at line insertion site. Diagnosed with internal jugular thrombosis. Line removed. Discharged on coumadin.